Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence and ilioinguinal nerve trapped in mesh. Post-operative patient treatment included hernia repair with mesh, removal of mesh, and external oblique dissected off old mesh.